Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors remained locked and storage spaces failed to recover. A technical support specialist (tss) performed multiple actions, including manual overrides, executing database repair queries, firmware updates, pocket resets, and resolving duplicate key and retry mode errors with reference to various knowledge article including, could not recover tower doors 5 to 8 after commsled replacement, drawer failures following upgrade to 1.6.x, retry mode: update strg.storagespacestate. Despite temporary improvement, drawers 1.1 and 1.2 remained inaccessible, and storage space configuration continued to generate errors, confirming data integrity issues in the database. Following product support engineer (pse) guidance, tss recommended and completed a full station restage to regenerate clean storage space keys and eliminate duplicate cubie and aux tower issues. After restaging, the station became accessible, and the customer was advised to proceed with station inventory and medication reload. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary tower was recognized in the storage space configuration, and no hardware failure had been detected. However, the unit was unable to load or dispense medication. Additionally, one of the cubie drawers showed a hardware failure alert, but it was still accessible and functional for the user. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.